Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the keyboard rotary knob issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs showed that there was either 0 network device detected, or very weak signal detected during the complaint date, which could potentially be due to either the weak wi-fi signal in the hospital or the degraded sensation for wi-fi of this impella connect module. The returned console was investigated the silver button malfunction complaint was confirmed once the console was booted up, the rotary knob could not navigate thoroughly to all the entries within the menu. After the impellatronic board was momentarily replaced with a known-good one, the rotary knob malfunction was resolved. The issue resulted from a defective impellatronic. The cause of the rotary knob issue was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinical consultant reported that the automated impella controller (aic) silver button on the front of the aic was not working properly. There was no patient harm reported.